Manufacturer narrative:
UDI for concomitant product (c2/d10) - (B)(4). Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 correction: block h6 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "constipation", "discomfort", "pain" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that an explant surgery is scheduled for (B)(6) 2025. On (B)(6) 2024, it was noted that their symptoms had remained the same, specifically noting constipation. The device was turned off on (B)(6) 2024. Recently, the patient began experiencing discomfort at the implant site after significant weight loss and pain in the upper buttock. They believe it may have flipped or migrated, but it was not confirmed. The entire system was removed without incident. The patient is doing well post-operatively without issue.

Event description:
It was reported that an explant surgery is scheduled for (B)(6) 2025. On (B)(6) 2024, it was noted that their symptoms had remained the same, specifically noting constipation. The device was turned off on (B)(6) 2024. Recently, the patient began experiencing discomfort at the implant site after significant weight loss and pain in the upper buttock. They believe it may have flipped or migrated, but it was not confirmed. The entire system was removed without incident. The patient is doing well post-operatively without issue.

Manufacturer narrative:
UDI for concomitant product (c2/d10) - (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.